Event description:
It was reported that there was a possible occlusion of a clearlink extension set. The customer stated that they were using a setup with two sigma spectrum pumps. Pump #1 was set up with heparin (rate of 10ml/hr) with a primary clearlink continu-flo solution set. Pump #2 was set up with eptifibatide (rate of 12 ml/hr) and another clearlink continu-flo solution set. The clearlink extension set was added to the bottom of the primary set of pump #1. The primary set of pump #2 was connected to the upper y-site of the extension set. The customer stated that pump #2 presented a downstream occlusion alarm approximately 10 minutes into the infusion. The customer removed the extension set from the setup. They connected the primary set of pump #2 directly to the primary set of pump #1 and continued the patient's therapy. The customer reported that the patient was given extra heparin as a precaution since it was unknown how much, if any, of the eptifibatide had infused prior to the event. The customer was not able to detect an occlusion. However, they noted a release in pressure when the primary set (from pump #2) connected to the upper y-site of the extension set was opened to remove the extension set from the setup. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.